Event description:
It was reported that, at the end of the diagnostic gastroscopy procedure, the subject device had a small water output. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue that decreased flushing pump pressure was caused due a component failure of pump head. A definitive root cause could not be identified. Based on the results of the investigation, the root cause of the problem is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, at the end of the diagnostic gastroscopy procedure, the subject device had a small water output. The procedure was completed using the same device. There were no reports of patient harm.